Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a benchmark bmx96 access system (benchmark max), and a stent retriever. During the procedure, the physician successfully completed two passes in the target location using the red72 and stent retriever. After completion of the second pass, the physician withdrew the stent retriever through the red72. While removing the red72 from the patient, the red72 fractured at the distal length in the carotid artery. The physician then used a snare device to remove the distal fragment of the red72. The procedure was successfully completed at this point. There was no report of an adverse effect to the patient.